Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to increase the amplitude for his stimulation. The sjm representative reprogrammed the patient and changed polarity on his program, resolving the issue. It was reported the impedance issue has been resolved.